Manufacturer narrative:
Evaluation of the returned pc400 embolization coil revealed that the proximal constraint sphere was intact at the proximal end of the embolization coil. This indicates that the embolization coil was detached as indented. The pc400 pusher assembly was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Further evaluation of the returned embolization coil revealed offset coil winds. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the missing pusher assembly. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim. During the procedure, a pc400 would not detach. The physician attempted to manually detach the pc400 with the hemostats but was unsuccessful. The physician removed both the px slim and pc400, and the pc400 came out of the px slim detached. The procedure was completed using non-penumbra coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.